Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service codes/ water damage) has been confirmed. Upon investigation, the monitor was unable to complete incoming testing. The failure was isolated to contamination on ca board component j502. Additionally, the front response button was non functional due to internal damage. The root cause for the contamination was ingress of an unknown liquid. The root cause of the non-functional response button cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor had water damage.